Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified bd pen needle broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle breaks off under the skin during injection. Verbatim: verbatim from email copied and pasted below: email received 2021-01-12 11:06:24 I've had a couple of instances where the needle has broken off under the skin after insulin has been injected. I use the bd ultra-fine mini pen needles/5mm x 31g. What do I do if this happens again?"

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified bd pen needle broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle breaks off under the skin during injection. Verbatim: verbatim from email copied and pasted below: email received 2021-01-12 11:06:24: I've had a couple of instances where the needle has broken off under the skin after insulin has been injected. I use the bd ultra-fine mini pen needles/5mm x 31g. What do I do if this happens again?"